Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, crease fold, wear abrasion and cloudiness in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of "capsular contracture and seroma" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and seroma-late.

Event description:
Patient reported left side "soreness," "misshapen," and "bigger than the right side." Additionally, healthcare professional reported "capsular contracture" baker grade IV, "left breast larger than right due to possible fluid collection", and "patient's concern with product/procedure." Device has been explanted.